Event description:
It was reported to philips that the flexvision monitor was not working. The device was inside clinical use at the time of the event. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment and the coronary procedure was completed by using standalone ultrasound system. The philips field service engineer (fse) inspected the system onsite and confirmed that no display on the flex monitor. Fse did the troubleshooting and found that video wall connection box on the rear flexvision display was not working due to faulty fibre-optic cable. Fse replace the wcb box, fibre optic cable and dual link dvi receiver. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.